Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they did not receive the data for their child that day while the child was at school. No additional event or patient information is available. The complaint device was not returned for evaluation. Data was provided by the patient's mother and reviewed on (B)(6) 2015. The complaint of data missing could not be confirmed through the logs. A root cause for the reported event cannot be determined.